Event description:
The dentist reported that 3 months after the dental implant was placed in intra-oral region #7 of the pt, it was verified its non-osseointegration. Pt presented insufficient bone quantity (bone type iii). Immediate load was not performed.